Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The pump reported via phone call that she received several threshold suspend alarms. The customer reported a blood glucose reading of 158 mg/dl and a sensor glucose reading of 59 mg/dl. Troubleshooting was performed, and advised the customer on proper use of sensor. No product shipping or returning.